Manufacturer narrative:
(B)(4). All available information was investigated and the reported clip delivery system (cds) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. The returned device analysis was unable to confirm a leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak in the device. It was reported during device preparation, foam was observed at the base of the clip while lowering the grippers. There were no issues with the 3-way stopcock or the flush lines. The device was not used. There was no reported patient involvement or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported clip delivery system (cds) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. The returned device analysis was unable to confirm a leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.